Manufacturer narrative:
No unexpected scrolling of numbers anomalies or button error alarms noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. The insulin pump had a cracked case at lcd window corners, scratched case on reservoir tube area noted, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump had moisture damage on all electronic assemblies noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and the keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 500 mg/dl at the time of incident and 249 mg/dl at the time of the call. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.